Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was feeling a vibration at the implant site that was "not consistent and more random in nature." The device is still in use. No patient complications have been reported as a result of this event.